Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Fracture zest dental locator abutment was received for investigation. The received locator abutment returned without original package; therefore, it was unable to verify zest lot number information. Visual inspection was performed as a retuned product and it was noted that it has rough wear at the coronal surfaces. The coronal portion of the abutment got detached from the thread¿s post. The post¿s relief section has marking, such as if it was torqued or removed with a plier; the post¿s threads are in good conditions (no cross-threading or damage). No manufacturing defect was noted. DHR review and complaint history review could not be performed by zest dental solutions since no zest lot number was provided by the customer. Therefore, based on the evaluation, the malfunction had occurred, thread fracture was identified during function and this report was confirmed following inspection. A definitive root cause could not be identified by zest dental solutions. However, thread fracture during function typically results from insufficient tightening torque at placement, overloading of the abutment in function, or not retightening the abutment at prescribed intervals. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up." H2: checked follow-up type. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. Initial reporter email address, fax number: not provided.

Event description:
It was reported that a locator abutment (loa001) fractured. Patient was reschedule for a new locator abutment placement. Tooth location 24.